Event description:
Alleged there is no volume for the sidecom due to signs of fluid ingress on the power supply board.

Manufacturer narrative:
The facilities engineer replaced the power supply board to repair the bed.